Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse asked how long it would take patient temperature (pt) to get to the targeted temperature (tt). Normothermia targeted temperature (tt) was 36c, patient temperature (pt) was 35.4c. Noted water temperature (wt) was fluctuated some but has increased. Verified rewarm rate set to 0.25c/hr. Explained that the arctic sun device was set to control at 0.25c/hr, so the device was doing a slow controlled warming currently back to the targeted temperature (tt). Verified trend was currently thermoneutral, but earlier when patient temperature (pt) started to drop nurse noted 2 bars trending downward. Encouraged to call back with any additional questions.

Event description:
It was reported that the nurse asked how long it would take patient temperature (pt) to get to the targeted temperature (tt). Normothermia targeted temperature (tt) was 36c, patient temperature (pt) was 35.4c. Noted water temperature (wt) was fluctuated some but has increased. Verified rewarm rate set to 0.25c/hr. Explained that the arctic sun device was set to control at 0.25c/hr, so the device was doing a slow controlled warming currently back to the targeted temperature (tt). Verified trend was currently thermoneutral, but earlier when patient temperature (pt) started to drop nurse noted 2 bars trending downward. Encouraged to call back with any additional questions. Per follow up information received via task on 05dec2024, spoke with nurse on 05dec2024. They received assistance from technical support, and they explained that the device was doing controlled warming and would eventually get to the proper temperature. The device eventually warmed up and the patient completed therapy. No patient impact was reported.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Normothermia targeted temperature (tt) was 36c, patient temperature (pt) was 35.4c. Noted water temperature (wt) was fluctuated some but has increased. Verified rewarm rate set to 0.25c/hr. Explained that the arctic sun device was set to control at 0.25c/hr, so the device was doing a slow controlled warming currently back to the targeted temperature (tt). Verified trend was currently thermoneutral, but earlier when patient temperature (pt) started to drop nurse noted 2 bars trending downward. Encouraged to call back with any additional questions. Per additional information received, they received assistance from technical support, and they explained that the device was doing controlled warming and would eventually get to the proper temperature. The device eventually warmed up and the patient completed therapy. No patient impact was reported. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.